Event description:
It was reported that an ilet bionic pancreas replacement device did not charge on the supplied wireless charger, resulting in battery depletion and interruption of insulin therapy; troubleshooting confirmed the charger functioned for a phone and identified use of a non-supplied cable, and the device component implicated was the battery. Symptoms included hyperglycemia with a highest reported blood glucose of 333 mg/dl, headache, dry mouth, and thirst. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user, including videos of the charging attempt. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge associated with the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.